Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested using automated test equipment and no anomalies were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Event description:
It was reported that patient presented for follow-up, and device was found to be at eol. Premature eol was suspected. It was noted that post-implant, patient received multiple inappropriate high voltage therapies due to lead dislodgement. The device was explanted and replaced. There were no adverse consequences for the patient.